Event description:
It was reported during remote follow up that the right ventricular lead exhibited low defibrillation impedance. No intervention was performed. The patient was stable and asymptomatic.